Event description:
Had ablation sometime that year, and my uterus was burned in half. Ended up having to have hysterectomy in 2010, where I ended up in ICU. I have never been the same since novasure ablation.